Event description:
It was reported by the clinician that during removal, the spring wire guide (swg) unraveled. The swg was removed intact and an x-ray was performed to confirm there was nothing left in the pt. There were no pt complications reported.

Manufacturer narrative:
Follow up report will be filed if add'l info becomes available.